Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended, but after instructions from technical support to remove obstructions and clean the pump, insulin delivery resumed successfully, and the altitude alarm did not recur. The pump returned to normal operation, and additional tips were provided to prevent future altitude alarms.